Manufacturer narrative:
It was further reported by the physician that the patient's condition or death was not related to the system or a device malfunction. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause of the multisystem organ failure and death cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that a male patient was exchanged from hm2 and implanted with hvad on (B)(6) 2105. The patient had been admitted to the hospital on (B)(6) 2015 for high power events with the hm2 and a suspected thrombus event and given heparin intravenously as well as integrilin. In the operating room the hvad inflow placed through hmii sewing cuff and secured with umbilical tapes x3 but still was very "oozy". The cardiopulmonary bypass time 110 min and complicated by bleeding with a lot of blood products utilized. Additionally the patient received many defibrillation shocks to restart the heart, was given multiple "gtts" of medications, and placed on a centrimag device for the right ventricular failure. After a very critical post op period, the patient developed multisystem organ failure and care was withdrawn on (B)(6) 2015. Clinical investigation is ongoing.